Manufacturer narrative:
(B)(4). Batch #m91m2j. The device was returned with the blade tip intact and not broken off as reported. The tissue pad was damaged at the distal end and a small portion was not returned. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during a thyroidectomy procedure, the tip of the harmonic shear has broken off during use. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.